Event description:
It was reported that the buttons are sticking and the pump is not responding to button presses most of the time. The pump reportedly has not been exposed to moisture and the keypad is still intact.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared swollen, the pump was intermittently responding to all the buttons and they required excessive force to active, all key contacts were misaligned, the contrast button contact was inverted, and there was evidence of adhesive/contamination under all key contacts.